Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics saw attachment not seating properly and loose when locked. Case type: tka.

Event description:
Mics saw attachment not seating properly and loose when locked. Case type: tka.

Manufacturer narrative:
Reported issue: mics saw attachment not seating properly and loose when locked. Case type: tka. Product inspection: original description confirmed. Mics-209063, sn# (B)(6) , RMA# (B)(4). Inspected per d06917 and determined failure of the following test step. Sec# 7.1.4. Collar test. Bearings tight and won¿t open to allow registration toll to enter. Disposition: rtv inspected by: (B)(6). Device history review: device history records indicate (B)(4)were manufactured under prodex lot k07v8 and 24 devices were accepted into final stock on 07/21/2016. A review of qt16-07-0057 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42040616 shows 06 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusion: the alleged failure mode was confirmed. No additional investigation or specific actions are required. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1414517 and CAPA 1450904.